Manufacturer narrative:
(B)(4). Concomitant medical products: vamc4036c150tc, sn (B)(4), expiration date: 2012-05-13, UDI # (B)(4).

Event description:
A valiant captivia stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic dissection. It was reported that the patient had been in the hospital with pneumonia and subsequently died. The investigator did not indicate the relationship between the device and the events. The death certificate stated that the cause of death was chronic respiratory failure, sepsis, and pneumonia. There was no further information provided. No additional clinical sequelae were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was provided from clinical for this patient. The investigator indicated that the chronic respiratory failure was not related to the device or the procure, however the event is related to the dissection.